Manufacturer narrative:
The cautery hook tip has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci inguinal hernia repair procedure, the cautery hook tip from the monopolar cautery instrument fell off into the patient and was retrieved. There was no allegation of any patient injury or harm; however, if the reported malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the cautery hook tip installed on a monopolar cautery instrument fell off into the patient while the instrument was being inserted repeatedly into the cannula. On (B)(6) 2016, intuitive surgical (isi) contacted the initial reporter, the isi clinical sales representative (csr), to obtain additional information. At the beginning of the case the surgical staff could not get patient side manipulator (psm) 1 to recognize the monopolar cautery instrument, they kept getting an invalid cannula message. In the process of inserting the instrument in and out of the port, to get psm 1 to recognize instrument, the cautery hook tip fell inside the patient. The csr stated that the instrument was inspected prior to use but stated that the cannula may have not been fully in the patient. The procedure was converted to traditional laparoscopy to retrieve the hook tip and because of the invalid cannula message on the system. The cautery hook tip was retrieved successfully. The site had already converted to laparoscopic surgery prior to contacting the technical support engineer (tse). There was no patient injury, harm or adverse event.